Manufacturer narrative:
Based on this information received following submission of the initial report, this event handpiece was misreported and system message does not meet criteria for reporting as a malfunction. No further report will be submitted under this manufacturing report number: 2028159-2021-01542 the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and confirmed that event handpiece hot was misreported and the event system message does not meet criteria for a reportable malfunction.

Event description:
A non-healthcare professional reported that phacoemulsification handpiece (hp) was hot and a system message was displayed before a cataract surgery. The ophthalmic operating console was turned off and back on and was reconnected but it kept displaying the same system message, so the handpiece was replaced and the surgery was completed successfully. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).